Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, the complaint indicates the issue occurred on 26-dec-2019, but the log indicated the issue occurred on 20-dec-2019. The safety connections indicate the pump was used as the cardioplegia pump. Most likely a tube set was used (two tubes). The pump reported several underspeed and belt slip events. This would have caused the reported events of belt slip and underspeed. After about two minutes the pump reported belt slip jam status, overcurrent causing the pump to stop. It is possible the pump was over occluded or the tube was not installed correctly causing the pump to report the indicated events. Service will not be repairing the unit so no further testing was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed no unexpected underspeed or belt slip alerts during the evaluation under normal operating conditions. At low speeds a clicking sound was heard due to the motor not turning smoothly, but the unit otherwise functioned as expected.

Manufacturer narrative:
81 - evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had belt slip and underspeed error messages. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.